Event description:
Same case as 6000093-2005-00672. It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred and a dissection was noticed. The physician attempted to direct stent the taxus express2 2.5 x 12mm drug eluting stent in the severely tortuous, severeley calcified rca. The stent would not cross the lesion. The stent was removed and the physician predilated with a sprinter balloon of an unknown size. He then tried to cross the lesion with the 2.5 x 12mm stent, but was unsuccessful. The stent was removed and the physician was able to place a 3.0 x 12mm driver stent but with a great deal of difficulty. He then attempted to place another 3.0 x 12mm driver stent proximal to the first driver stent, but was unable to cross the lesion. The stent was removed and the lesion was predilated with a sprinter balloon of an unknown size. A taxus express2 3.0 x 12mm drug eluting stent was inserted but was caught on the calcium and dislodged. The stent was retrieved with unknown maneuvers. The physician discovered a dissection in the distal rca. The physician decided not to treat the dissection and the procedure was complete at that time. It is unknown when the dissection occurred and what caused the dissection. The pt was discharged the following day. No further complications were reported. Pt status is satisfactory.